Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during the first dilatation in a heavily calcified lesion the balloon ruptured at 12 atmospheres. A 3.0 x 15 non-abbott balloon catheter was used successfully to complete the procedure. There were no reported adverse pt effects. No add'l info provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow up report will be submitted with all add'l relevant info.